Event description:
I use the medtronic paradigm with the cgm sensor. While using the sensors, I have been having severe allergic reactions to the adhesive on the cgm. Additionally, the paradigm is up to an hour behind on blood sugar readings.